Event description:
The patient was implanted with a left ventricular assist device. The patient was found "blue and unresponsive" and a red heart alarm was active. The system controller was exchanged and the patient became responsive.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.